Event description:
It was reported that this lead was explanted due to other non-product experience. It was noted that the lead is a non-(B)(6) device. The lead was replaced with a (B)(6) device successfully. No adverse patient effects were reported. No additional information was provided at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).